Event description:
Patient reported, that their dentist informed them. That they were not allowed to use the aligners, due to breaking on of their teeth and causing bottom teeth soreness.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.